Event description:
It was reported that 18 months after the implantation the device displayed inconsistent information including an indication of battery depletion. The previous interrogation on (B)(6) 2018 was normal. Due to the fact that the patient was scheduled for a lead revision for high impedance (a competitor lead), it was decided to replace the pacemaker.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the pacemaker was interrogated. A message was shown on the programmer screen indicating that the device is operating in the safety backup mode and prompted a reinitialization request. However, the programmer identified the device correctly as the aforementioned pacemaker. The memory content of the pacemaker was thoroughly inspected. Several resets were documented and the device was found to be in rom backup mode. No further conspicuities were observed. During the further course of the analysis a re-initialization was successfully performed. Subsequently the pacemaker was operating as expected. The battery status was still 90 percent. No indication of a device malfunction was noted. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A stress test under different temperature environments was performed. The device operated as anticipated. In conclusion, the pacemaker proved to be fully functional during analysis. Based on the complaint description it is believed that an invalid memory content has contributed to the clinical observation. An exact root cause was not determinable during analysis, however, it cannot be excluded that external influences such as strong electromagnetic fields might have contributed to the clinical event.